Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist system lists ventricular arrythmia as an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients."

Event description:
It was reported that a patient implanted with an impella cp suffered ventricular tachycardia. The patient was cannulated for va ECMO. When the patient changed position the pump came out of the left ventricle. The pump was explanted and a new pump was implanted in its place. The patient survived.

Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. The impella device was not returned for evaluation. Positioning: based on clinical description, the root cause of positioning issue was most likely patient movement since the pump was out of left ventricle while turning the patient. Vt: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30456. D6a and d6b were inadvertently omitted on the initial manufacturer device report number 1220648-2025-30456.